Event description:
It was reported that during the procedure in a moderately tortuous proximal right coronary artery, a 3.5x15 voyager rx dilatation balloon catheter was advanced without resistance to pre-dilate a moderately calcified and concentric de novo lesion that was 90% stenosed. During the first inflation, when inflated to 12 atmospheres for 15 seconds, the balloon ruptured. The physician removed the voyager dilatation catheter without resistance and completed the procedure with a non-abbott dilatation catheter and subsequent non-abbott stent. There were no patient effects and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc. Guide cath: radiguide 6f jr 3.5. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported complaint. Since the product was discarded by the account, it was not returned for analysis and may have aided the investigation. It is possible that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. However, based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any related nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. There is no evidence to suggest a potential product deficiency.